Event description:
The customer reported via phone call that they are receiving sensor errors and calibration errors. Customer stated that they had a bad set and ended up in the emergency room. Customer's blood glucose was 120 mg/dl. Customer stated that they received a lot of false lows on a sensor that was used prior to the current one. Customer also had an interstitial signal of 0.0. Customer stated that they had two different nights where the sensor was reading in the 40's mg/dl and their blood glucose was in the 100's mg/dl. Customer declined to troubleshoot for sensor glucose and blood glucose issues. Customer mentioned that the sensor that they removed seemed to be a little bent. Customer was unsure if the sensor was bent due to them trying to remove the transmitter for a test plug procedure. The transmitter failed the test plug procedure and customer was advised that the transmitter may not be working. Transmitter will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report numbers: 3004209178-2015-51699, 2032227-2015-13792.